Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion with moderate calcification and super tortuous circumflex (cx) coronary artery. The 3.5 x 18 mm xience skypoint stent delivery system was advanced but met resistance with the balance middle weight (bmw) guide wire. It was decided to remove the xience skypoint and resistance was met during removal as well. Outside the patient anatomy it was noted that the soft tip was stretched. A new xience skypoint sds was used to complete the procedure with the same bmw guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.